Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2019 . Customer¿s blood glucose value at the time of hospitalization was 17 mmol/l. Customer had nausea, vomiting and back pain. Customer was treat with insulin pump and with insulin drip for high blood glucose level. Customer was treat with pills for nausea and medication for pain. The insulin pump will not be returned for analysis.